Manufacturer narrative:
Product analysis: the device was received with the touchy-borst tight. The stent was confirmed as 40mm. Approx 3mm of the stent was exposed. The inner was observed to be kinked. A 0.014¿ guidewire was loaded but could not pass through the kinked inner, it met with resistance. The guidewire was removed and measured against the device. The point of resistance matched the location of the kinked inner, at approx. 18cm ¿ 19cm from distal end of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a protege rx for treatment of a calcified plaque lesion with 90% stenosis in the proximal region of the common carotid artery. There was moderate tortuosity and severe calcification. A spider was used for embolic protection. The protege rx was prepped as per the IFU with no issus identified. The lesion was pre-dilated with a 4mm pre-dilation device. It was reported after the stent entered the blood vessel along the spider guide wire, it could not reach the designated position along the guide wire in the internal carotid artery. There was resistance in advancing the device. Later, it was replaced with the stent of the same model and deployed smoothly. No patient injury.